Event description:
During deployment of a smart control stent in the left superficial femoral artery, the stent was reported to have bound up and deployed at only half of its true length. A covered stent was deployed inside the smart control stent to cover the lesion. There was no report of pt injury. The lesion was neither calcified nor tortuous, and was pre-dilated prior to stenting. There was no reported difficulty advancing the sds to the lesion or crossing the lesion, which was noted to be 130mm in length. An antegrade approach was used, but the sds catheter was not held flat and straight outside the body, and it was noted that the user pushed forward on the device during deployment.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.